Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a lamp a failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional non-reportable findings were as follows: the date, time, and setting are reset due to battery failure and corrosion of video connector contact. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information provided by the user facility.

Event description:
The olympus representative reported to olympus on behalf of the customer, that the video system internal battery died affecting date/time setting. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a lamp (a) error due lamp a damage. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.